Event description:
Complainant alleged that during a routine shift check by a clinician the device would intermittently display error code 56. During this malfunction, the device's pace mode and defib mode were inoperable. Complainant indicated that there was no pt involvement in the reported malfunction.